Event description:
According to a customer, an erroneously elevated accu tni result was obtained from an acess 2 immunoassay system. A patient sample was tested in duplicate. The sample produced results of 0.21 ng/ml and 1.39 ng/ml. The same sample was retested again in duplicate to confirm the results. The retest results were 0.20 ng/ml and 0.20 ng/ml. Customer indicates that all first time positive troponins are analyzed in duplicates. The erroneous results were not reported out of the laboratory. There was no injury or change to patient treatment that can be attributed to this event.